Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of white septum in the syringe. Additionally, resistance was experienced during the fill process. Reportedly, customer continued to use the same cartridge and syringe. There was no impact to customer¿s blood glucose.